Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were made and resolved the issue. The patient was fine.